Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber is broken within the outer flow tubing 14.25 inches from the distal tip, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location. The glass cap exhibits moderate devitrification at the output window and the metal cap exhibits mild detritus adhesion on surface. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of detachment along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Based on analysis results it was determined that excessive bending occurred during the procedure, contributing to the fiber break. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber broke after 22 minutes of lasing time at 140w and using 144,470 joules of energy. A second fiber was opened to complete the case with no clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber broke after 22 minutes of lasing time at 140w and using 144,470 joules of energy. A second fiber was opened to complete the case with no clinical consequences to the patient.